Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the first six months of having the pump was a life saver. However, after that the pump "stopped working." It was stated that the pump was installed wrong. The pump "ran into his fatty tissues" and did not get any pain medication for 3 years. The pump was explanted on an unknown date in 2004, however it was noted that a device manufacturer representative (rep) was present at the explant surgery when they discovered the drug was going into the tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.